Event description:
It was reported that the patient passed out three times and went to the ER. The patient had low blood pressure and heart rate, which was causing the rate drop response (rdr) on the device to intervene. The device rdr was reprogrammed, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.